Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon discovered signs of metallosis in the soft tissue joint space intra-operatively. Femur prosthesis was also discovered to be aseptically loose. Cultures were sent to pathology. Surgeon does not believe there are deficiencies in the design of the implant. No implants are being returned. Doi: (B)(6) 2009, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.